Manufacturer narrative:
Based on the claim against the product by the customer noting the cadiere forceps instrument had a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and failure analysis (fa) found the instrument had a broken grip at the grip base. A piece approximately 0.0208" x 0.624" was found to be broken off and the broken piece was not returned. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode are typically attributed to mishandling/misuse. For example, by improper cleaning/reprocessing techniques, such as insufficient flushing. The probable root cause of scratched grip tips is attributed to damage during use, which may result from instrument collisions, instruments driven outside the field of view, abrasive instrument cleaning, instrument cleaning inside the body, or accidental drop of the instrument. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing grip at the grip base. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during central processing, the 8mm cadiere forceps instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.